Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within a patient on (B)(6), 2011. According to the complainant, the patient had a stricture within the stomach due to cancer. The stricture was located from the gastric antrum to the pylorus and was approximately 5cm in length. Prior to the procedure, the physician considered bypass surgery. However, the physician decided to place the stent instead as the patient condition was worsening and the physician believed the patient had 1-2 months to live. During the stent placement procedure, the olympus gif-2t200 gastroscope was introduced into the patient. The stricture was visualized using gastrografin contrast media and the length of the stricture was measured. The stent system was advanced over a hydra-jagwire guidewire. The stent was implanted successfully at the desired site. The procedure lasted approximately 30 minutes and the patient was stable throughout the duration. There were no complications during the procedure. In the physician's assessment, following the stent placement, the prognosis was poor and the patient had 2-3 days to live. Following the procedure, the patient was returned to the hospital ward. However, the condition of the patient changed suddenly and the patient went into cardiopulmonary arrest. Subsequently, the patient passed away. In the physician's assessment, the patient's death was a result of multiple organ failure. Neither the stent placement procedure nor the stent contributed to the multiple organ failure or to the patient death. An autopsy will not be performed.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.